Event description:
High blood sugar with confusion [hyperglycaemia] "high blood sugar with confusion", concerns a women treated with novofinn 31 disposble needles from 2003 and ongoing for type ii diabetes mellitus (duration unk). Reportedly, novofine 31 needles from one particular box were bent so the pt had difficulty attaching them to her flexpen, and they did not allow insulin to come out. In late 2006, the woman experienced high blood sugar levels with a symptoms of confusion. She reported that she was unable to take her insulin due to the problem with the needles and she wa not able to correctly test her blood sugar because her blood glucose meter was not working correctly. The women reported tht she was admitted to the hosp that day (exact date unk) and that her blood sugar level had increased up to 518 mg/dl at that time. The women declined to provide any details about the treatment that she received, but she stateed that she was discharged from the hosp after seven days when the event resolved. The women reported that the needles were bent on the posterior aspect, where the disposable needle attached to the flexpen, and she suspects this may have caused the event. She reported that she performs an air shot and utilizes a new disposable needle for each injection, which is immediately removed afterwards. The needles are available and will be returned for testing, but they have not yet been received.